Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, creases fold and opening curved anterior. A visual and microscopic analysis was performed which identified: striated opening on anterior, wear abrasion and stress marks. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture per mammogram". Device remains implanted.